Event description:
FDA response letter.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure performed 2009 (exact patient age is unknown, (weight is unknown). According to the complainant, during preparation, they could not get the probe to generate heat. They used a second of the same device to complete the case. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4).